Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. The sphincterotome was inserted into the biliary duct at which time a sphincterotomy was attempted. The user noted the cutting wire was broken from the distal end of the sphincterotome. The distal tip of the sphincterotome was inside the biliary duct at this point and needed to be removed. During removal of the sphincterotome from the biliary duct, the broken cutting wire caused trauma at the sphincterotomy site. The user also indicated some bleeding occurred in the same area. Another sphincterotome was used to complete the procedure. Intervention was not required for the reporter bleeding and trauma at the sphincterotomy site. A section of the device did not remain inside the pt's body.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: our eval of the returned device confirmed the report of a broken cutting wire. During a visual examination, we confirmed the cutting wire was broken near the distal end. Due to the break in the cutting wire, the sphincterotome will not respond to handle manipulation and is no longer operational. The cutting wire exhibits evidence of an electrosurgical power application (blackening of the cutting wire was noted). All sections of the returned device have been accounted for; no section is missing. A review of the device history and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. A review of the twelve month complaint history for this product family was conducted. The report of a broken cutting wire causing trauma and bleeding represents an unusual occurrence. Based on this review, the likelihood of this type of event is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. During a sphincterotomy, an incision is made in the mucosa to access the biliary and pancreatic ducts. Our eval results confirmed electrosurgical power had been applied through the sphincterotome. This suggests some level of sphincterotome incision was successful during the procedure. The report indicated some bleeding occurred and this bleeding did not require intervention. Hemorrhage is listed in the instructions for use as a potential complication associated with this procedure. The reported trauma associated with the broken cutting wire could have occurred if the edge of the broken area entered the mucosa during removal of the sphincterotome after cutting wire breakage occurred. A broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break. Cutting wire breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit MFR's instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to cutting wire breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The reported event represents an unusual occurrence. The likelihood of this type of event is rare. Customer qa will continue to monitor for complaint trends.